Event description:
Bumex gtt noticed to be infusing at a faster rate than pump was programmed for. Pump was programmed correctly for 2ml/hr. Bag was near empty upon inspection around 0400 when it still should have been more than half full. Pump taken out of service. Md notified, ordered to stop bumex gtt until rounding md re-evaluates, monitor urine output, and morning bmp drawn for creatinine.